Event description:
It was reported that the left ventricular lead exhibited low impedance and an increase in thresholds. The device was reprogrammed and the lead remained implanted.

Manufacturer narrative:
.